Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level that was displayed as "low"; although a specific value was not provided; cause was not known. The customer was treated with intravenous fluids and glucose gel to address their bg. Reportedly, the customer past out and fell and sustained bruises. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.